Event description:
The customer reported that bleeding occurred during the procedure, although end tones, indicating a completed seal cycle, were heard. The bleeding was described as a "couple of cc's". Little to no steam was observed during activation. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.